Event description:
It was reported that a right atrial leadless pacemaker exhibited high capture thresholds during the implant process. The device was retrieved for another positioning attempt. However, the delivery catheter that was in-use had a thrombus adhered to it. A new catheter was used with the original pacemaker to complete the procedure. Patient had no other consequences.